Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a non-(B)(6) left ventricular (lv) lead needed a reprogramming for better pacing thresholds with the lv lead. A normal decrease in battery life was identified, related to device programming. Furthermore, lv lead pacing impedance triggered an alert due to high, out of range values. A spring contact situation was discussed. The pacing sense vector was reprogrammed and pacing impedance values were appropriate. An in-person lead evaluation with pocket manipulation, isometrics, and all physical due diligence to attempt to produce noise on the lv channel was recommended, nonetheless, at this time sensing was not affected and the threshold in the actual pacing configuration was saving significant battery consumption. The crt-d and lv lead remain in service at this lime. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).